Manufacturer narrative:
Evaluation summary: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer radical prostatectomy procedure. The patient had undergone chemotherapy or radiation treatments. Got ready to get out the gas tube, but could not drive the nail. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The jaws of the device locked onto the tissue. In order to remove, opened the nail and removed in normally. New nail was replaced to complete the case. There was no patient injury.